Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch on (B)(6) 2000. As reported, the patient is making a claim for an adverse patient outcome against the kugel hernia patch. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Attorney alleges that the patient experienced emotional distress and the device was defective addendum per additional information provided: (B)(6) 2000 - patient was diagnosed with right inguinal hernia thereby underwent open repair with implant of kugel patch. Per op notes, ¿a small, short component of indirect inguinal hernia sac and moderate size of direct inguinal hernia defect was identified. The pseudosac and peritoneum were dissected away. A small oval kugel patch was placed in the preperitoneal pocket and positioned below the level of inguinal ligament then secured to transversalis fascia using sutures.¿ (B)(6) 2002 - patient had right groin pain and was diagnosed with recurrent right inguinal hernia thereby underwent open repair with excision of kugel patch and implant of synthetic mesh. Per op notes, ¿the previously placed kugel patch in right lower quadrant was excised from the posterior wall of the transversalis fascia. All the omental adhesions were taken down. There was a evidence of wall weakness. A synthetic mesh was placed on the defect and tacked to periosteum of the pubic tubercle.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch on (B)(6) 2000. As reported, the patient is making a claim for an adverse patient outcome against the kugel hernia patch. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Attorney alleges that the patient experienced emotional distress and the device was defective.